Event description:
It was reported that the surgeon could not disengage non-modular inserter from the g7 shell, surgeon claims the threads of the inserter are slightly damaged. The surgery was completed with a new shell and inserter. The surgical technique of the products was utilized. A minor delay took place.

Manufacturer narrative:
(B)(4). D10: 110010246 g7 osseoti 4 hole shell 56mm f 66612116. G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. Product was returned and evaluated. Visual examination of the returned product identified that there was an indentation and scuffing to the handle junction location. The strike plate had impact marks. The threaded tip of the device had been deformed. Due to the deformation of the threads no measurements were taken. Pictures were not provided of the cup, and it was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. The suspicion of damaged threads by the surgeon was confirmed; however, the devices being stuck together could not be confirmed as only the inserter was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.